Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® xc in the cheeks. Four months later, patient was injecting with juvéderm® volux¿ xc in the jawline and juvéderm® voluma® xc in the chin shadows. Patient later developed hard bumps and swelling on the left-side cheek. Patient was treated with a dissolver, antibiotics, and steroids. Symptoms are ongoing. This relates to the first injection of juvéderm® voluma® xc.